Event description:
The patient reported that he had 3 v-go 30 devices where the needle button popped out. The patient stated that this occurred on 5/13, 5/16 and 5/18 with the v-go applied on his stomach about 3 inches away from his belly. The patient stated that he bends a lot for work as a delivery driver and was wondering if this may be what is causing the needle button to pop out. The patient is currently at work and was unable to provide the lot numbers or expiration dates to the v-go 30 devices in question.